Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this pacemaker is programmed to aai and the caller was questioning loss of atrial capture. It was noted that this patient is in atrial fibrillation inconsistently. No adverse patient effects were reported.